Manufacturer narrative:
Investigation summary: a sample was not returned for evaluation. No ncr's were raised during the production of this lot. All testing was within specification. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
Material no: 3055570 batch no: 7291003. It was reported that before use of the sharps coll 1.4qt red the consumer could not remove the top of the sharps container. The following information was provided by the initial reporter: I received a text from a family friend indicating that they could not remove the top cover from a sharps container (305557, lot 7291003) in order to access the container and insert product.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 3055570 batch no: 7291003. It was reported that before use of the sharps coll 1.4qt red the consumer could not remove the top of the sharps container. The following information was provided by the initial reporter: I received a text from a family friend indicating that they could not remove the top cover from a sharps container (305557, lot 7291003) in order to access the container and insert product.